Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: there was no visible moisture or corrosion found in the battery compartment. A leak test failed due to a battery compartment crack and pump case damage. The battery compartment crack was on the side of the battery compartment from the threads traveling down toward the case seal. The pump case was damaged at the case seal.